Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Other text : device disposed

Event description:
Three minutes into the procedure a fluid loss alarm occurred. The cervix was checked and it was dry. The user noticed saline dripping out of the sheath where the plastic was broken. Another hyrdothermablator procedure set was used to complete the case with no complications to the patient.